Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 388 and diabetic ketoacidosis (dka). Reportedly, the cause of the high bg was due to "poor diabetes management"; however, no specifics were provided regarding the diabetes management issue. Customer was hospitalized and received fluids and insulin. Customer was released the following day with no permanent damage.